Manufacturer narrative:
The angioguard filter would not collapse upon retrieval from the carotid artery. The product prepped normally and no anomalies were noted. The product was advanced beyond the lesion and the stent was deployed without difficulty. When the retrieval catheter was inserted and the device was being removed, the central core of the filter wire pulled back but the filter struts would not collapse into the retrieval catheter. No excessive force was used to pull the device into the catheter. The physician was able to pull the device out without snagging the stent. The device was removed from the patient without injury. Outside the patient the physician again attempted to collapse the filter but was unsuccessful. One non sterile angioguard was received inserted in the capture sheath, both coiled inside of a plastic bag. The capture sheath presented no visual anomalies. Two kinks were observed on the proximal section of the delivery wire at 26.5cm and 65.5cm from proximal end. The filter basket was deployed from deployment sheath. The deployment sheath presented dry blood residuals. The coil tip presented a bent condition at 1.5 cm from distal end. The filter basket was inspected under microscope and it was noted that the filter struts were twisted and the basket membrane was damaged. Functional analysis was attempted to be performed according to (B)(4) with a coil dispenser lab sample, nonetheless due to the damage presented on the filter struts it was unsuccessfully performed. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as: "capture system-capture difficulty" was confirmed since functional test could not be performed due the damages of the device. According to damages that presented the device, it is possible that procedural/handling factors may have contributed to the event reported during procedure. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint conclusion is being updated as it was inadvertently noted that the product was not returned for evaluation and testing. The product was returned and an analysis was completed. The angioguard filter would not collapse upon retrieval from the carotid artery. The product prepped normally and no anomalies were noted. The product was advanced beyond the lesion and the stent was deployed without difficulty. When the retrieval catheter was inserted and the device was being removed, the central core of the filter wire pulled back but the filter struts would not collapse into the retrieval catheter. No excessive force was used to pull the device into the catheter. The physician was able to pull the device out without snagging the stent. The device was removed from the patient without injury. Outside the patient the physician again attempted to collapse the filter but was unsuccessful. One non sterile angioguard was received inserted in the capture sheath, both coiled inside of a plastic bag. The capture sheath presented no visual anomalies. Two kinks were observed on the proximal section of the delivery wire at 26.5cm and 65.5cm from proximal end. The filter basket was deployed from deployment sheath. The deployment sheath presented dry blood residuals. The coil tip presented a bent condition at 1.5 cm from distal end. The filter basket was inspected under microscope and it was noted that the filter struts were twisted and the basket membrane was damaged. Functional analysis was attempted to be performed with a coil dispenser lab sample, nonetheless due to the damage presented on the filter struts it was unsuccessfully performed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as: "capture system-capture difficulty" was confirmed since functional test could not be performed due the damages of the device. According to damages that presented the device, it is possible that procedural/handling factors may have contributed to the event reported during procedure. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.

Event description:
Angioguard 8mm basket, medium support, filter would not collapse on retrieval. The age and gender of the patient is unknown. The target lesion location is unknown although it was a carotid artery. The product prepped normally and no anomalies were noted. The product was advanced beyond the lesion as normal procedure and the stent was deployed without difficulty. When the retrieval catheter was inserted and the device was being removed, the central core of the filter wire pulled back but the filter struts would not collapse into the retrieval catheter. No excessive force was used to pull the device into the catheter. The physician was able to pull the device out without snagging the stent. The device was removed from the patient without injury. Outside the patient the physician again attempted to collapse the filter but was unsuccessful.